Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm and a blank display. The customer states receiving the no delivery alarm on their insulin pump. Customer states the following day their device had died and display was gone. Customer tried to troubleshoot by replacing batteries, but device remained with blank screen. The customer's blood glucose at the time of incident was 230 mg/dl. Customer did not have pump, they were treating themselves with injections. Customer will call back when she has the device. Nothing is being returned or replaced at the moment.